Manufacturer narrative:
Method: device has not been returned for evaluation. A review of the manufacturing paperwork has been conducted. Results: - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. A review of the manufacturing records verified that the lot met all pre-release specifications. Based upon the available information, the exact cause for the reported event cannot be determined, but there is no indication that a device defect or malfunction was involved. The reporting physician indicated that the device was not related to the anastomotic dehiscence and pelvic abscess. All available information has been placed on file for use in tracking, trending and follow-up.

Event description:
It was reported to gore that a patient underwent a laparoscopic low anterior resection and creation of loop ileostomy in the treatment of rectal cancer where gore seamguard bioabsorbable staple line reinforcement was used. Six days post procedure, the patient developed anastomotic dehiscence and pelvic abscess and underwent a laparotomy where a segmental colon resection with removal of the colorectal anastomosis was conducted. The patient was transferred to sicu on a ventilator and with questionable sepsis. The patient has since been discharged from the hospital and is recovering.